Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No problems found with device upon evaluation. The returned ar-6480 was run with lab tubing set at varying pressures. Pump ran for an approximate 20 minutes with no issues. Complaint tubing was not returned for evaluation. Review of device history record revealed nothing relevant to the event. According to the event description, facility has no details with regard to the drip chamber or whether the tubing was kinked. The pump was continually turned on and off. Based on the information provided and the device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a knee scope, the dualwave arthroscopy fluid pump was running continuously resulting in too much pressure in the patient's knee. Additional information obtained 5/15/17: facility has no details with regard to the drip chamber or whether the tubing was kinked. The pump was continually turned on and off, and the surgeon did not prime the pump before putting it into the patient's knee. The only pump alarm given was when the pump shuts down after improper priming, no fluid was in the chamber. The case was finished with gravity irrigation. The surgeon manually squeezed the fluid out of the patient's knee and the leg was elevated with 6 pillows. The patient went to the recovery room and a sequential compression device pump was applied to this patient's knee.